Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up after receiving alerts for non-sustained lead noise. Upon investigation, evens on the far field and near field vectors are aligned. The device was reprogrammed. The device will be monitored.